Event description:
It was reported that the lead/extension connection had eroded through the skin. An explant was required as a result of the event and the products would be replaced in the future.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0nh9u, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).